Event description:
It was reported that patient experienced low blood glucose levels which led to admission into emergency room on (B)(6) 2026 and was treated with insulin pump dose.

Manufacturer narrative:
(B)(6). Country: united states. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.